Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading during the phone call was 319 mg/dl. The customer stated that the glucometer read high prior to the hospitalization and that the customer gave a manual injection to treat. Troubleshooting revealed that the customer has a history of site issues and it was explained that the insulin may have been delivered, but not absorbed due to scar tissue. The customer was advised to try different infusion sets.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.